Event description:
Customer reported the insertion device released multiple headsets unintentionally. She reported she'd load the headset, prime the device, unlock the safety lever, and then the device would fire when she touched the grey body. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.